Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified anastomotic stenosed artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 24 atmospheres; however, upon second inflation at 24 atmospheres for 40 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.